Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2011 with a bifurcated, a suprarenal and an infrarenal aortic extension. Upon follow-up, computed tomography revealed both aortic extensions and bifurcated had a tear and the stent was bigger than 36-38 millimeter, main body was 40mm (which extended 28mm extra). The computed tomography (CT) also displayed the proximal neck is growing at the angle between bifurcated and cuff which caused the tear. Reportedly, the patient had a secondary procedure and the physician elected to treat the patient with a competitor device.